Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a stroke which required prolonged hospitalization. It was reported that the physician called to report an adverse event that happened after the case was completed on (B)(6) 2026. The case was completed. The patient was moved to recovery. The patient originally complained of heaviness in the right wrist, but related that to his IV, did not succeed. The patient had proprioception deficit (finger to nose and finger to finger). They found later in the evening that the recovery team had not discharged the patient and called a stroke alert - cti verified no hemorrhagic stroke. An MRI was done later that evening and was read next morning, the results showed multiple acute areas. The patient's symptoms were reported to have improved. Patient required at least 2 days of hospitalization post procedure. This was a redo case and 17 ablations were completed, a segmental approach. There was no stacking, and the act values were deemed appropriate. They paused before ablation to ensure act was appropriate again. Act of 407 achieved before ablation. The physician's opinion on the cause of the adverse event was that there is risk with afib ablation and pfa technology. There was no evidence of char / thrombus or clot. The patient did not have a known history of stroke. Patient was in normal sinus rhythm during ablation. Thrombus check was done via tee and was clear before access. Patient did not have any anatomical abnormalities. Irrigation of 30 ml/min was utilized. There was a possibility of sheath and catheter exchanges of about 4 total, possibly 5. One transseptal puncture site was performed during the procedure. Seventeen performed ablations with pfa with the segmental approach. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a stroke which required prolonged hospitalization. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 30 march 2026. Following j&j medtech procedures, a visual inspection and pulse field ablation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly; however, high impedance and black electrodes were displayed on some electrodes on the generator screen. Device handle was dissected and the wires were inspected on the inside of the connector; however, no issues or anomalies were found; resistance of the electrodes that failed on the generator were measured and the readings were found out of specifications. The device shaft was dissected and electrical continuity of the wires was performed and the readings were found out of specifications. The electrodes were removed, and it was observed an improper welding, which caused an open circuit that could have contributed to the failure reported. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The root cause of the open circuit is traced to the manufacturing process and it was not related to the reported event. The trupulse generator instructions for use (IFU) contain the following information: check that the catheter is connected properly and is introduced into the patient's body. Check that the catheter is not in the introducer sheath. Replace the sterile cable. Replace the catheter. If the problem persists, contact customer support. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03)/ component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿improper welding¿ issue. The lot number was retrieved during the device evaluation. Therefore, processed the following fields: d4. Lot. D4. Expiration date. D4. Primary UDI number. H4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).